Manufacturer narrative:
This device is not available for testing and evaluation. A review of the manufacturing documentation associated with this lot# 17934644 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the 5f exoseal vascular closure device (vcd) was opened, the sealant was separated from exoseal, so, the doctor couldn't use it. There was no reported patient injury. The doctor tried to use exoseal for percutaneous coronary intervention (pci) procedure and to stop the bleeding. The procedure used a retrograde approach. The exoseal vcd used in interventional procedure. The physician achieve certification on the use of exoseal vcd. The exoseal vcd was prepped according to IFU instructions. There were visible signs of device/package damage prior to use. The plug was noted to be separation from exoseal . Two exoseal devices were used in this patient. The femoral artery¿s was suitability verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. There was difficulty deploying the plug. Hemostasis was successfully achieved with another exoseal vcd. The device is expected to be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly g4,g6,h1,h2,h3 and h6. As reported, when the 5f exoseal vascular closure device (vcd) was opened, the sealant was separated from the exoseal, so, the doctor couldn't use it. There was no reported patient injury. The doctor tried to use exoseal for percutaneous coronary intervention (pci) procedure and to stop the bleeding. The procedure used a retrograde approach. The exoseal vcd used in interventional procedure. The physician achieve certification on the use of exoseal vcd. The exoseal vcd was prepped according to IFU instructions. There were visible signs of device/package damage prior to use. The plug was noted to be separated from the exoseal. Two exoseal devices were used in this patient. The femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. There was difficulty deploying the plug. Hemostasis was successfully achieved with another exoseal vcd. The device was returned for analysis. One non-sterile 5french exoseal vascular closure device was received for analysis inside a plastic bag. The device was unpacked for the product evaluation. Per visual analysis, an unknown csi was already inserted, the deployment lever on the device was not depressed and the plug was present on the delivery shaft, which was found with dry blood residues, with the indicator wire deployed. The indicator window was received on the white/black position and the guard was found locked. No anomalies were observed during the analysis. Per functional analysis, a functional test could not be performed since the internal components and delivery shaft were clogged. An attempt was made to clean with a solution containing hydrogen peroxide but was not successful. A product history record (phr) review of lot 17934644 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty - premature deployment¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the information available, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU) which are not intended as a mitigation of risk, ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly d8,d9, g4,g6,h1,h2,h3 and h6. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.